Event description:
It was reported by the patient that the right ventricular (rv) lead fractured. Follow up indicated that the pace/sense lead in the right ventricle had a probable insulation breach. The pace/sense lead was capped and replaced and the high voltage portion of the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.